Manufacturer narrative:
Insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump had cracked battery tube threads, broken reservoir tube lip and minor scratched display window. (B)(4).

Event description:
Customer reported via phone call that the plastic ring on the reservoir compartment was broken. Customer's blood glucose was 406 mg/dl. Customer's blood glucose at time of call was 355 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.